Event description:
In 2009, the patient experienced elevated blood glucose (value not provided) and he bolused via injection. His blood glucose decreased but was still elevated. The patient then changed the infusion site and found that the cannula was bent. His normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent an infusion site insertion device. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.